Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that when his wife woke up, he noticed that the pump was disconnected from her infusion set as it was hanging loose. Patient's husband immediately called the emergency team to assist. Therefore, she experienced high blood glucose level (1000 mg/dl) and diabetic ketoacidosis as she was tested positive for ketone levels. Subsequently, on (B)(6) 2019, she was hospitalized with blood glucose level over 1000 mg/dl. The site location was on the right side of her lower abdomen. During hospitalization, she received unspecified corrective treatment. Reportedly, on (B)(6) 2019, the patient was in the intensive care unit and was improving. No further information available.